Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the reason for the call was the caller stated the patient was just implanted today and stim was fine while patient was lying down but when they got up, it was too strong. The caller stated that patient was feeling a sharp, shooting pain in their rectal area. The caller stated that patient turned it down 0.1 ma and was at 1.6 ma but was still feeling sensation and it was worst when sitting down. Technical services reviewed that the patient can continue to turn stim down to where it is comfortable and strong in the bicycle seat area. Technical services suggested that if stimulation was still causing pain to turn stim off completely until they are able to talk with the doctor and/or manufacturer rep given that they were just impl anted and it's unknown if the doctor would want the patient changing programs. Technical services provided contact information as the rep was present for the procedure but had left already and they didn't know rep's name.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
On 2025-dec-31 additional information was received from a healthcare professional. They reported that the cause of the issues were the settings needing to be adjusted. The patient met with a manufacturing representative on (B)(6) 2025 where the issues were resolved.